Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run incoming testing) was confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to shorted c6 and c7 capacitors on the computer/analog pca. The root cause for the shorted capacitors could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.